Manufacturer narrative:
Investigation is currently underway at nihon (B)(4). A supplemental report will be filed. Device not returned.

Event description:
The customer reported they were experiencing a signal loss.

Manufacturer narrative:
Manufacturer narrative: the customer reported they were experiencing a signal loss. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.